Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of sensing and loss of capture due to dislodgment, confirmed via fluoroscopy. The rv lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.